Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited a diagnostics anomaly after being exposed to electrocautery. A software download was successfully performed. The patient tolerated the procedure well and would be monitored as normal.